Manufacturer narrative:
Reported event: an event regarding wear involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade stem with evidence of trunnion wear. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade stem with evidence of trunnion wear. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identity information, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to excessive trunnion wear. The stem, head and liner were revised to a new stryker liner and competitor femoral implants. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Correction: d6a.

Event description:
No new information.